Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer re-calibrated the method and ran qc, which resulted within range. The cause of the discordant, falsely elevated calcium results is unknown as the samples resulted as expected when repeated on the same instrument. The instrument is performing according to specifications. No furth erevaluation of the device is required.

Event description:
Discordant, falsely elevated calcium results were obtained on three patient samples on a dimension vista 500 instrument. On the day the customer called in to siemens customer care center (ccc), quality controls were elevated. The customer calibrated the method and corrected the qc. The customer then reran samples run the previous day, and discovered three patient results were falsely elevated. The discordant results were not reported to the physician(s). The customer repeated the samples on the same instrument and an alternate dimension vista instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium results.